Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported in maude report# mw5072170: "fifth dislocation - right hip". Dislocation reported after (B)(6) 2013 revision.

Manufacturer narrative:
An event regarding dislocation involving anlfit v40 head was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no product was returned for evaluation. -medical records received and evaluation: no medical records pertaining to this event were provided. -device history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been three other similar events for the lot referenced. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported in maude report# mw5072170: "fifth dislocation - right hip". Dislocation reported after (B)(6) 2013 revision. This event is for dislocation (5th reported dislocation since primary implant, 2nd reported dislocation since revision).